Manufacturer narrative:
Taper ii. The reporter of the event was asked to return the product for analysis. The product associated with this report has not yet been returned. Based upon the device serial number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leak as follows: "unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing."

Event description:
Reported as: patient complained of no restriction and had two adjustments. On the third visit, the physician determined the port was leaking, noting significantly less saline in the band from what was added at the previous adjustment. The patient is scheduled to have the port replaced. Follow-up noted the patient had a replacement of the port only. Reporter confirmed this has been the patient's first replacement since being implanted.